Event description:
It was reported to philips that the system did not boot up.  The device was outside of clinical use at the time of the reported event. No harm was reported to philips.  Philips has started an investigation into this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. A philips field service engineer (fse) inspected the system onsite and confirmed that system is unable to start up. Upon some troubleshooting fse verified that the hospital's external power supply was functioning normally, but the host pc would not boot up. To resolve the issue, fse disconnected the power cord and wires from the host pc and reinserted them. After reinstallation of power cord and cables was completed, the system was returned to use in good working order. The codes were updated based on the investigation outcome.